Event description:
It was reported that during a ptca procedure on a left circumflex occlusion, at the conclusion of the procedure, resistance was met when attempting to withdraw the guide wire. The guide wire fractured with minimal traction at the anastamosis of the radio-opaque 3 cm floppy segment, and became lodged in a distal end branch of the circumflex. The pt was stable throughout the procedure. The guide wire tip remains in the pt.